Event description:
It was reported, that the patient presented for an implant procedure. It was noted, that the guidewire was unable to be removed from the left ventricular lead. As it was kinked, due to vein tortuosity. The lead was not used and replaced during procedure. There were no patient consequences.